Event description:
The customer reported that after surgery, it was noted that the white insulation on the jaw of the device was chipped. The location of the material is unknown.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.